Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: investigation completed. The device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that coil migration occurred. The target lesion was located in the moderately tortuous internal iliac artery (iia). A 14mm x 50cm interlock¿ was selected for use. During the procedure, with intermittent flushing, the coil was able to cross the renegade catheter; however, the coil was unable to detach. Subsequently, the device was pulled back; however, it was noted that the coil became detached in the midway and coil displaced in an unintended area. The coil was then pushed and eventually became deployed in the target area. There were no patient complications reported and the patient¿s condition was fine.